Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device code - unknown; expiration date - unknown ; date implanted - unknown; date explanted - remains implanted; PMA/510(k) number / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, ¿correct selection of the implant is extremely important. The potential for success in fracture fixation is increased by the selection of the proper type of implant.¿

Event description:
It was reported that patient underwent a right hip fixation procedure on an unknown date. Subsequently, a revision procedure has been indicated due to pain and improper lag screw length. It was reported that during the initial procedure the surgeon implanted a lag screw that was too long. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-00691 / 01913).

Event description:
It was reported that patient underwent a revision procedure due to pain and improper lag screw length. It was further reported that the lag screw implanted during the initial procedure was too long.